Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on 6 pm last night with blood glucose of 325 mg/dl. The customer¿s current blood glucose level was 90 mg/dl. Customer other blood glucose levels were over 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with emergency medical service dispatched, insulin drip and insulin pump. Customer did not allege insulin pump was under delivering. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer states the drive support cap appears normal. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.